Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted that the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine the conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating this was an arteriotomy closure of the left common femoral artery using a proglide device after a brain surgery interventional procedure using a 9f sheath. No suture was attached to the plunger. After the suture was cut and the device was removed part way, the suture came out with the knot intact. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, the proglide device was removed part way and when the suture was pulled and tension was applied, the suture was pulled out. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.